Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a pump error, which is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer stated that this is the 4th time this week that they have received the error. Customer's blood glucose was 9.9 mmol/l at the time. Customer's most recent blood glucose recording was 10.0 mmol/l. Customer noted that she has changed her set multiple times since the return of the pump error alerts. Customer performed the displacement test and the pump passed. Customer stated that the pump was not dropped or bumped. Customer was advised to remove the reservoir from the pump and to rewind it. The pump error did not occur during the rewind. Customer performed the self test and the pump passed. Customer was advised that the pump will need to be replaced and to perform a complete set change. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected hall sensor error alarm during our testing. The displacement test functioned properly. The insulin pump was received with minor scratched lcd window and scratched case.